Event description:
It was reported that during a surgical procedure at the user facility the drill was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the driveshaft bearings were found to be gritty and were not turning smoothly, which is a probable cause of overheating.